Event description:
It was reported patient underwent a revision hip arthroplasty of non-biomet products on (B)(6) 2013. During the revision, the acetabular screw fractured while inserted into the regenerex cup. The cup was removed to remove the fractured screw and the cup was replaced and the remaining screws were used to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "bending or fracture of the implant."